Event description:
The facility's biomedical engineer reported an infusion pump with an 812:02 failure code that was found during biomed testing. The failure occurred as the pump was powered on. The biomed stated that there have been no reports of patient incident involving this pump since the last baxter service event.